Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an infusion set kinked cannula leading to an elevated blood glucose (bg) level and diabetic ketoacidosis (dka). The exact bg level was not provided. The customer was hospitalized. Multiple attempts were made by tandem's technical support to obtain additional information (including infusion set and bg level); however, no additional information was provided.